Manufacturer narrative:
Insulin pump passed the displacement, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with normal operating current. No unexpected weak battery noted. Insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that when she attempted to deliver a bolus the insulin pump alarmed no delivery. Her blood glucose level was 372 mg/dl. When the customer woke up and used the down arrow button on the insulin pump to turn on the light, it only turned on for a second. She then received a weak battery signal and she changed the battery but the keypad was now unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.